Event description:
It was reported that the procedure was to treat an ectatic vessel with an eccentric lesion in the proximal right coronary artery. The lesion was pre-dilated, a 3.5x28 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion, the sds balloon was inflated and the stent was implanted; however, a distal edge dissection was observed under angiography. There was no interaction of devices. The sds was removed and a 3.5x28 mm xience xpedition was advanced to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.